Manufacturer narrative:
Conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
During a laparoscopic cholecystectomy the er320 clip was placed on the cystic duct. The clip did not form to the proper tightness to stay on the duct and fell off. The clips would not hold tightly. The applier had not been fired on any other structures or hard items. A new applier was pulled and worked fine to complete the case. There were no consequence to the patient. 2/20/97 the clip was retrieved with a grasper.